Manufacturer narrative:
No calibration influence was observed. Quality controls were within range prior to sample measurement. A general reagent or analyzer problem can be excluded. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data showed seven abnormal aspiration alarms. These are indicators of a sample quality issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 15.1 pg/ml. The clinician requested a repeat of the sample. The sample was repeated twice on (B)(6) 2025, resulting in troponin t values of 5.13 pg/ml and 5.13 pg/ml. The sample was also repeated on (B)(6) 2025, resulting in a value of 4.38 pg/ml. A second sample collected from the patient resulted in a troponin t value of 5 pg/ml on (B)(6) 2025.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6). The investigation is ongoing.